Event description:
On (B)(6) 2012, the reporter contacted for help in troubleshooting animas and during that call she alleged that there are multiple prime records that she is certain she did not do. Mom states she does all primings and changes out cartridge for patient. Customer technical support (cts) reviewed prime records on (B)(6) 2012 of 0.9units, mom states she always primes until she verifies drops come out and 0.9 units is not enough to fill tubing. Confirmed no other primes close to timeframe to fill tubing. Same incident occurred on (B)(6) 2012 a prime record of 0.6units with no other primes or fill cannulas around same time. (B)(6) 2012 indicates 2 fill cannula amounts of 0.3units and a prime total of 3.3units. Mom is certain she only filled cannula once and primed more than 3.3units as she saw drops come out of tubing. Confirmed time/date correct. Cts advised that the patient implement a backup plan until new pump arrives. Mom verbalized understanding and stated they will use backup plan until new pump arrives. This complaint is being reported due to the allegation that the pump initiated priming without user intervention.

Manufacturer narrative:
Follow-up #1: (B)(6)2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the pump black box showed the reported primes of 0.9 units on (B)(6) 2012, 0.68 units and 11.71 units on (B)(6) 2012. No other activity outside of normal use was observed in the pump data. The total daily dose history was reviewed and confirmed that it reflected the patient's basal program. Boluses were performed and were confirmed to be recorded appropriately in the pump history. Unrelated to the complaint, the bolus button was found to be detached; the damaged bolus button is obvious and detectable to the user and should alert the user to discontinue use of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.